Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with serial number label damage (stained), battery tube threads - cracked, cracked case on battery tube, cracked case on battery side, cracked case-corner of belt clip rails, cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. Battery cap contact was missing. In summary, customer allegation of cosmetic damage was confirmed during visual inspection when cracked case on battery tube was observed. Battery cap contact was missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported battery cap damaged. Damage is on metal contacts. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1715kl was requested and customer response was the device will be returned.